Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate appeared to be lower than the programmed lower rate. Review of information showed that the rate was not lower than the programmed rate. Possible t-wave oversensing was noted on the right ventricular (rv) lead. Reprogramming was performed to change the sensitivity and increase the lower rate. The device and lead remains in use. No patient complications have been reported as a result of this event.